Event description:
Patient was implanted with matrix construct at l5-s1 for a fusion on (B)(6) 2012. Reportedly the matrix polyaxial screws at the s1 level broke post-operatively. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. . The surgeon removed the two broken screws and replaced the screw with new depuy expedium screws. The surgeon also performed a posterior lateral fusion with packed bone. The surgeon reported the patient did not fuse. It is unknown how and when the screws became broken. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Screw received with the body attached with a break at intersection of neck and spherical outer diameter. The body has an indent on bottom face that would be in alignment with the angle of breakage. All described nonconformities are post manufacturing. L3 is unobtainable because of assembly and neck outer diameter cannot be measured because of damage from removal tool.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.